Event description:
During a direct stenting placement in the internal carotid artery (right or left unk), the balloon of the palmaz (p2907e) ruptured at 6 atm and the stent was slightly moved from the accurate position; therefore, an add'l stent palmaz (p2907e) was placed to cover the lesion. This occurred after the prod was advanced to the lesion and the balloon was inflated. The vessel had severe calcification, moderate tortuousity and 100% stenosis. The prod was clinically used without any adverse consequence to the pt (male, age: unk). The prod will not be returned.

Manufacturer narrative:
While deploying a stent in the internal carotid artery, the balloon was reported to have ruptured. As a result, the stent was not deployed accurately. A second stent was deployed in order to fully cover the lesion. The vessel had severe calcification, moderate tortuousity and 100% stenosis. There was no reported pt injury. A device history record (DHR) review was performed and showed that this lot of prods met all requirements per the applicable mfg quality plan (mqp). This review was extended to subassembly with lot # 0109060626 and subassembly with lot # 0709060059. This review confirmed that subassemblies met all requirements per the applicable mqp as well, including burst test values. With the limited amount of info available and without the return of the prod or films of the procedure, it is not possible to determine the relationship between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.